Event description:
It was reported that a loop of the coil prolapsed from the aneurysm post detachment as the microcatheter was withdrawn. The physician gave the patient aspirin due to this event. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for analysis. The exact cause of the coil prolapse cannot be definitively determined. Based on the information provided and the investigation it is most likely that operational context was the cause of the reported event.

Event description:
During the balloon assisted coil embolization the middle cerebral artery (mca) aneurysm, the patient had a thrombus in the mca m2 segment that was treated with reopro. No other information was provided.